Event description:
It was reported that the electrocardiogram indicated a ventricular pacing pause. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the u.s., however, it is same to a device marketed in the u.s. (B)(4).